Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer inquired if there was a setting where the pump blocks itself automatically when they're having a low blood sugar and a temp basal was programmed. The customer called via phone in and mentioned she had a sever hypoglycemic low blood sugar. Troubleshooting was declined for the low blood sugar. The customer remembers setting a temporary basal and then turning it off. Nothing is returning.